Event description:
Patient with heartmate 3 lvad [left ventricular assist device] patient admitted for infection from outside hospital. Patient was on warfarin and asa [aspirin] at home which continued during hospitalization. The patient's inr [international normalized ratio] was 1.8 upon admission and ranged from 1.8-2.8 during hospital course. The patient reported blurred vision. The patient was seen by neurology imaging revealed a stroke. The patient stabilized and was discharged on hospital day five and will follow with neurology as an outpatient.